Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the pump black box data and alarm history showed one cs 078 motor rewind error alarm. During testing, the ez-prime sequence was performed correctly with no cs 078 alarm or other warning occurring. The pump performed within specifications. The call service alarm issue was shown in the pump history but was not duplicated during investigation. The pump¿s cover was removed and no intermittent condition was found to the motor flex, assembly, or printed circuit board. Unrelated to the complaint, investigation revealed a crack in the battery compartment.